Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no information about the impact on the customer's blood glucose level. Technical support is awaiting the return of the device for further examination and has arranged for a replacement pump to be sent.